Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. No reported adverse impact to the customer's blood glucose. Customer loaded a new cartridge successfully and insulin delivery was resumed.

Manufacturer narrative:
Patient code -(B)(6), added (B)(6).